Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that ther reservoir compartment was broken and the reservoir ring would not stay in. Customer's blood glucose was 145 mg/dl. Customer was advised that insulin pump would need to be replaced.